Event description:
Event description guidant received information that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited pacing impedance measurements over 3000 ohms (900 ohms at implant) and was no longer capturing.